Event description:
The device was returned to the service center with a report from the customer contact of "error 18/000/000 and 15/000/004". Add'l info was provided. These are not reportable malfunctions. However, during verification testing at the service center the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
During testing, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service code alarm. The customer reported 18/000 (history pointer error) service alarm code was duplicated during testing; however, the 15/000 service alarm code could not be duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.